Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 30 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include difficulty speaking as well as disorientation. In addition the patient reports they had fallen out of bed. Upon arrival of the paramedics the patients pod was removed. Once at the hospital the patient was treated with glucose. The patient was prescribed keflex. The patient was discharged from the hospital after 3 days. The patients pod will not be returned as it has been discarded.